Manufacturer narrative:
Received one device. Visual inspection found o physical damage or defects noted on device. The customer reported issue of cassette not locked error was confirmed through the operation test. The reported issue was caused by pump key sensor failure. The reported issue was addressed byreplacement of a latch lock sensor flex circuit and pad to address the issue. Replacement of overlay, keypad and label due to disassembly. Adjustment of the occlusion detection sensor. Wiping clean. Device passed all functional and accuracy testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump screen displayed "cassette not locked. Please lock before starting pump" and did not work. Pump was not recognized even when locked with key. There was no patient involvement.